Event description:
On (B)(6) 2023, the patient underwent an endovascular procedure using gore® tag® conformable thoracic stent grafts with active control system (ctag a/c) to treat a thoracic aortic aneurysm. Reportedly, the physician used a dsf2233 gore® dryseal flex introducer sheath (dsf) for access. A ctag a/c device (tgmr373715e/ (B)(6)) was tracked into the thoracic arch through the 22 fr. Dsf introducer sheath. It was noted the black olive tip on the ctag a/c device was located on the outer curve of the aorta and no manipulation was required to ensure that the device was on the outer curve. The trailing end of the black line on the olive tip was advanced slightly past the target vessel (left common carotid artery - lcca). An angio run confirmed the target vessel and the position of the black line on the olive tip. The primary deployment handle was rotated and removed slowly until three stent rows had deployed. That an extended amount of time was spent optimizing the proximal end of the device and ensuring correct positioning at the lcca. Once optimization of device positioning at the lcca was achieved, and parallax was removed, primary deployment was completed fully without any issues. The surgeon then chose to use angulation control prior to secondary deployment. After use of angulation control, secondary deployment was conducted. It was noted that the device did not appear to be fully expanded to 100% on intra-op imaging and that the amount of expansion was difficult to ascertain. After secondary deployment was completed, further angulation control was used and then the device was fully deployed with all handles removed accordingly. It was noted that all fibers and the locking wire appeared intact. An angio run was completed to ensure lcca perfusion and device positioning. Upon attempted removal of the delivery catheter, it was observed that the ctag a/c device migrated distally a significant distance from the target landing zone. The device reportedly migrated back as far as the coeliac trunk. The surgeon stopped and attempted to stabilize the delivery catheter. The surgeon then pushed up on the delivery system and the entire device moved up the aorta with the catheter. It was noted that the surgeon was concerned about pushing the delivery catheter too far proximally in case it caused an aortic dissection. The surgeon opened the back-up deployment hatch on the delivery catheter to inspect the deployment lines. No lines were visible indicating that the lines had all deployed as intended. The field sales associate (fsa) inspected all components, and it was observed that all fibers and deployment lines were intact. As a troubleshooting suggestion, a 32mm cook medical coda® balloon catheter was tracked up the patient¿s left side through a 14 fr. Dsf introducer sheath and placed at the distal end of the ctag a/c device. Upon ballooning, a visible expansion of the device was observed. Ballooning along the entire length of the device achieved expansion to nominal diameter. The most proximal stent row was not ballooned at this stage. The delivery catheter was then able to be removed without any further issues. An additional ctag a/c device (tgmr373710e) was then implanted at the lcca, and a third ctag a/c device (tgmr404015e) was used as a bridging piece between the proximal and distal devices. Further ballooning of the bridging stent overlap into the distal ctag a/c device (tgmr373715e) was performed. An angio run confirmed the seal proximally and distally. The patient discharged from the hospital without any complications.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. However, the delivery catheter was provided for analysis. The investigation is in process. Images were provided for analysis. The investigation is in process. Further information will be provided. H6: code c21- a review of the engineering and imaging records for the devices are going to be conducted. Please note that this patient is also investigated for a serious injury. The manufacturer report number 2017233-2023-04157 was emailed separately to FDA on july 31, 2023. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5: imaging evaluation. H6: code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. However, the delivery catheter was provided for analysis. H6: code c16 and c24 - the delivery catheter was provided to gore for investigation. The device evaluation showed the secondary deployment line (sdl) that remained connected to the secondary deployment knob measured approximately 93cm. This is significantly shorter than the approximate 156cm sdl attached to the deployment knob of a fully deployed secondary sleeve on a separate 37x37x15 device the core and outer wrap of the sdl fiber appear to be indicative of a clean cut. The length of the returned sdl is indicative of the line breaking, supporting the physician¿s observation of the device did not appear to be fully expanded to 100% following secondary deployment. Failure to fully expand after secondary deployment is likely due to the sdl breaking. The root cause of sdl breakage could not be confirmed with the currently available information; however the sdl appears to be indicative of a cut. Due to the damage observed to the fiber, there is potential for the failure mode to be attributable to the manufacturing process. The worst-case severity of harm that is reasonably foreseeable for this scenario is critical. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to deployment difficulties/failures, incomplete deployment. Please note that this patient is also investigated for a serious injury. The manufacturer report number 2017233-2023-04157 was emailed separately to FDA.

Manufacturer narrative:
B6: imaging evaluation was added. H6: code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. However, the delivery catheter was provided for analysis. The engineering investigation is in process. H6: code c21- a review of the engineering is going to be conducted. Please note that this patient is also investigated for a serious injury. The manufacturer report number 2017233-2023-04157 was emailed separately to FDA.